Event description:
A report was received that the patient's pocket site was not healing properly. The patient underwent a revision procedure wherein the physician re-opened and cleaned the pocket site. The patient was doing well postoperatively.